Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) clip introducer leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc), was inserted and the dilator was removed; when inserting the mitraclip delivery system (cds) into the sgc, the sgc hemostasis valve filled with air. The cds was removed and aspiration was performed, the hemostasis valve no longer filled with air. The sgc was removed to test it outside of the anatomy, no air leak was noted. The sgc was re-inserted and when and as soon as the clip introducer was inserted into the sgc, the sgc filled with air again. The sgc was removed and was replaced. No air entered the patient. The cds was also tested outside the anatomy and it was noted that the clip introducer started to fill with air as soon as flushing was discontinued. The cds was no longer used. A new cds was used with the new sgc without further issues. A total of one clip was implanted reducing mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. It is the physicians opinion that the air leak was caused by the clip introducer. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak and observed torn material appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.